Event description:
It was reported by repair work order that the power cord sheathing was damaged with exposed electrical wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.